Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed. The reported condition of a reservoir rupture was not confirmed. The root cause could not be determined this device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) intermate lv 250 device had ruptured during filling. The device was being filled with sodium chloride. There is no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.